Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant result when using the bd max sars-cov-2 reagents (ref# 445003) unknown lot # used along with the kit bd max exk tna 3 product lot 0146929 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Since no kit lot # was provided by the customer, bd could not perform the manufacturing review on bd max sars-cov-2 reagents. Review of the manufacturing records of bd max exk tna 3 lot 0146929 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a false positive result (n1 and n2 targets) on one sample from instrument ct0674 but was negative with the sars-cov2 cepheid infinity test. Customer provided run #1925 for analysis. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents package insert instruction for use. Analysis of pcr curve seems to be showing a true amplification curve for both n1 and n2 targets. Environmental contamination was ruled out since it was mentioned, in the complaint text that environmental monitoring verifications were all negative. Based on the investigation, the positive result obtained with the bd sars-cov-2 assay appears to be a true positive. Therefore, the discrepancy could be due to a difference in sensitivity between cepheid and bd sars-cov-2 assays. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 product. The root cause for the discrepant result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. The test was performed on an asymptomatic pre-surgical patient and did not result in patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. The test was performed on an asymptomatic pre-surgical patient and did not result in patient impact.